Manufacturer narrative:
Based on the ivtm service report # (B)(4), on 19 july 2018, an international zoll field service engineer evaluated the thermogard xp ivtm system (sn (B)(4)) at the customer facility. The reported complaint was confirmed during initial functional testing. It was determined that the root cause was due to a defective air trap sensor block. To remedy the fault, the defective part identified was replaced with air trap block with pc board. The thermogard console final functional test was performed and passed all final testing criteria without any issue. The thermogard xp ivtm system is ready for therapy use. The thermogard xp ivtm system is a reusable device and was manufactured in february 2012. The device has been operating for over 6 years and has exceeded its expected serviceable life of 5 years. Historical complaints were reviewed for service information related to the reported complaint and there were similar no complaints reported for thermogard xp ivtm system serial number (B)(4).

Event description:
As reported, during preventive maintenance, the user's thermogard xp ivtm system (tgxp10486) intermittently does not recognizing the air trap. No known impact or consequence to patient.